Manufacturer narrative:
The customer contacted the customer care center (ccc). Ccc reviewed the instrument data which indicated that quality controls and calibration were acceptable on the day of the issue. Ccc discovered that the initial sample run was not auto diluted by the instrument and the result was flagged with a "high a" error, indicating: the absorbance at the measurement wavelength was higher that the limit set in the system software for that method. When the sample was repeated on the alternate instrument, it was auto-diluted. The customer has identified that the initial run was performed on the last test of the reagent flex (lot ea7111). There was no new flex on board for the same lot number. Ccc explained to the customer that the sample did not auto dilute as it was the last test in the reagent flex. The instrument will not proceed to a new flex of the same or different lot to perform an auto dilution. The flagged result should not have been reported out as per the dimension exl with lm/exl 200 system operator's guide, when the error is obtained: "manually dilute the sample (refer to the method's IFU for the recommended diluent) and rerun the test." A siemens headquarter support center (hsc) specialist investigated the issue and has concluded that the cause of the false negative hcg is due to user error. The operator should not have reported a flagged "high a" error test which resulted due to a sample ran on insufficient tests in last well set of the hcg reagent flex. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on a pregnant female patient sample on a dimension exl with lm instrument. The result was flagged by the instrument with a "high a" error and was erroneously reported to the physician(s), who questioned it. The sample was repeated from the same tube on an alternate dimension exl instrument, resulting higher and as expected. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.